Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke inside the patient while suturing. The piece which was about half the size of the needle was retained inside the wound. Additional information was requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.